Event description:
It was reported to boston scientific corp that a resolution clip devices was used during hemostasis procedure on a (B) (6) year old, male pt performed on (B) (6) 2009. According to the complainant, during the procedure, the clip came out of the sheath and would not grasp the tissue. The clip was loose and hanging from the end of the catheter. It did not fall off into the pt. This device was removed and the procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) - other (won't open/close).the complainant indicated that the device was disposed off and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).